Event description:
It was reported by sales rep that during prep the endoplege balloon, when inflated, leaked saline out of the tip. No patient injury.

Manufacturer narrative:
Device evaluation anticipated upon return of product.

Manufacturer narrative:
Device evaluation: colored water was introduced into the balloon lumen and visually the distal balloon bond has delaminated and there is a fluid path through the bond. The pressure and infusion lumens were tested and the water flows from where it should. The entire device was visually inspected and there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A CAPA was created by edwards to determine root cause of the delamination to the balloon bonds and is currently under investigation. A device history record review was completed for lot 874231 and this device met all specifications upon distribution.